Event description:
Technician alleged that the head of the bed would raise on its own. No pt impact.

Manufacturer narrative:
The technician replaced the right user control module to resolve the issue.